Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited noise. Programming changes were implemented in 2022. Subsequently in (B)(6) 2024, noise oversensing occurred on the ra lead, and noted the same on the right ventricular (rv) lead, both with pacing inhibition. The ra and rv leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.